Event description:
It was reported that the patient expressed being unhappy with an ambicor penile prosthesis (app). A replacement surgery was performed, in which the removed app was explanted and a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the surgical procedure was patient choice, however it was also mentioned that the device was not fully inflating. The patient did not experience any additional adverse events and was doing well after the procedure. No more information available at the moment. Should additional information become available, it will be provided.